Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain, diarrhea and cloudy effluent. The cause of event was unknown. On an unreported date, the patient was hospitalized for the event and was treated with vancomycin injection (1gm, intraperitoneal, start dose, duration not reported) and amikacin injection (250 mg, twice a day, intraperitoneal, duration was not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information was available.